Event description:
It was reported patient underwent a total hip arthroplasty in 2004. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear. The modular head and poly liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces."